Event description:
Related manufacture reference: 9680001-2017-00039, 9680001-2017-00040. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating a roof line in the upper anterior left atrium, there was catheter movement due to strong respiration even though respiration compensation was updated several times. High contact force values were also noted on the ablation catheter without heart wall contact. The catheter was replaced but the impedance was still high. The patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
One study was provided for evaluation. Review of the study verified that the catheter shifts were noted. It was not possible to determine the cause for the first shift. However, based on investigation of other similar events, the impedance disturbances were consistent with patient movement. Review of the system displayed that the upper limb motion by the patient or lab staff may have cause catheter shift and rotation. Displacement of the chest or abdomen or their contents and organs causes the catheter shift. It was not possible to determine the cause for the second shift. However, based on investigation of other similar events, the impedance disturbances were not consistent with patient movement or pacing. Review of the study verified that there were two causes for the strong respiration motion. The first cause occurs when the update respiration compensation option was enabled. Each shift caused false respiration motion for multiple respiration cycles. The relatively slow adaptation of respiration compensation in some situations is expected behavior and is intentional, as adapting too fast can cause adaptation to artifacts unrelated to respiration and can cause failure to compensate respiration. In this case the respiration pattern was regular throughout the study. If the catheter movements are sudden and large then the adaptation will be slower and the artifacts might be noticeable to the user while respiration compensation adapts. Similarly, if there is a large change in impedance values, such as after cardioversion, artifacts might be noticeable to the user while respiration compensation adapts. The second cause occurs when the update respiration compensation option was disabled, each shift causes false respiration motion for one respiration cycle.